Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It is unknown if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A review of the device history and service history revealed no failures/problems that could be related to the reported issue. Per baxter product analysis laboratory (pal) evaluation of the device, there was no failure or malfunction identified that could have caused or contributed to the home patient passing away.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. Internal and external inspections were performed and found no issues. A review of the event history log revealed no system errors, anomalies or hardware device failures that could have caused or contributed to the reported difficulty, however, an increased intraperitoneal volume (iipv) event was found that occurred on (B)(6) 2013. The iipv event is addressed in (B)(4). Device history and service history reviews will be performed. Should any relevant information be obtained from these reviews that is related to the reported event or through other means, a supplemental report will be submitted.